Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The problem was verified. The footswitch was stuck underneath the splash and crash protective feature of the table. The footswitch was moved from beneath the table and the system was restarted. The error was eliminated and the system placed into service.

Event description:
It was reported that the system 2800 uroview displayed a footswitch stuck error disabling the footswitch control. There was no adverse patient involvement reported. There was no patient information reported.